Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user placed a foley catheter with 10cc of injectable water for the female patient after an elective surgery. Later, it was found that leak had occurred from the balloon and the plunger had been damaged .

Event description:
It was reported that the user placed a foley catheter with 10cc of injectable water for the female patient after an elective surgery. Later, it was found that leak had occurred from the balloon and the plunger had been damaged .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿improper grommet fit within barrel resulting in blow-by/ spillage of water". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.